Event description:
Patient reported "some problems (did not elaborate)" against right device. Healthcare professional additionally reported right side capsular contracture baker grade iii/IV. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation:visual analysis of the returned device identified: missing on plug strap (75-100%), yellow particles on the shell, white calcification on the shell, and crease fold. Leak test and microscopic analysis was performed which identified: the unit does not leak; however, it is observed sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Patient reported "some problems (did not elaborate)" against right device. Healthcare professional additionally reported right side capsular contracture baker grade iii/IV. The device has been explanted and replaced.